Event description:
Major pump unit(s) involved: external control system failure. Additional text: driveline cover has torn. Specific component(s) involved: driveline malfunction. Additional text: driveline silicone cover torn at the phlange. Intervention(s): other interventions, specify. Other intervention: thoratec suggested: taped tear with self fusing silicone tape. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.